Event description:
During verification testing at the service center, the device could be programmed while the lockout switch was in the locked position. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
During testing, the device could be programmed while the lockout switch was in the locked position. This was due to a broken lockout printed wiring assembly cable. The cause of the broken lockout cable could not be determined. The lockout feature is intended to deter an unauthorized user from stopping the infusion or changing the settings without alerting the clinician. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).